Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for the analysis, and it is possible to see that the guidewire was bent and detached at the distal section and the part detached did returned. No more damages were detected during visual examination. Under the microscope it was observed that the guidewire was bent and detached at the distal section. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred requiring forceps for removal. A 200cmx10cm fathom -14 guidewire was selected for intracranial aneurysm embolization. During the procedure, the guidewire was used in the blood vessel, but after several attempts, it was noted that the guidewire could not be controlled and felt abnormal. After the guidewire was simply pulled, it was noted that the coating had been separated and the tip of the guide wire was stretched but still connected to the broken coating, which broke when exiting the y valve. With the use of a small forceps, the device was completely removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes from adverse event related to procedure to failure to follow instructions. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for the analysis, and it is possible to see that the guidewire was bent and detached at the distal section and the part detached did returned. No more damages were detected during visual examination. Under the microscope it was observed that the guidewire was bent and detached at the distal section. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred requiring forceps for removal. A 200cmx10cm fathom -14 guidewire was selected for intracranial aneurysm embolization. During the procedure, the guidewire was used in the blood vessel, but after several attempts, it was noted that the guidewire could not be controlled and felt abnormal. After the guidewire was simply pulled, it was noted that the coating had been separated and the tip of the guide wire was stretched but still connected to the broken coating, which broke when exiting the y valve. With the use of a small forceps, the device was completely removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that tip detachment occurred requiring forceps for removal. A 200cmx10cm fathom -14 guidewire was selected for intracranial aneurysm embolization. During the procedure, the guidewire was used in the blood vessel, but after several attempts, it was noted that the guidewire could not be controlled and felt abnormal. After the guidewire was simply pulled, it was noted that the coating had been separated and the tip of the guide wire was stretched but still connected to the broken coating, which broke when exiting the y valve. With the use of a small forceps, the device was completely removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).